Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, possible causes include electrical problems due to open or short circuit, signal loss, environment problems such as dust/dirt/humidity, optical problems, overheating problems, and damage or deterioration without any design or manufacturing defects. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited image loss during angulation. There was no patient involvement.